Event description:
The hcp reported the pump was explanted due to battery depletion after an implant duration of less than 50 months and a "suspected defect." A follow up report will be sent when additional info is received.